Event description:
The patient's mother reported that the pump cartridge was leaking insulin and the patient experienced elevated blood glucose levels.

Manufacturer narrative:
The cartridge was returned to animas for evaluation. Evaluation revealed an insulin leak from the cartridge plunger.